Manufacturer narrative:
The service engineer (se) noted that the device was tested with a good/functional touchscreen, and the issue was remedied. The se further reported that all functional testing was performed on the device, and testing passed. A quote was provided to the customer for the repair of the device. The device has not been returned to service at this time.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a faulty touchscreen. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a faulty touchscreen. A service quote was provided to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that a touchscreen calibration was performed, but the issue was not resolved. The se noted that the touchscreen requires replacement.

Manufacturer narrative:
The service engineer (se) replaced the touchscreen to resolve the reported faulty touchscreen issue. A performance verification test was performed, and the calibration and safety testing were completed; all results were within specification. The system meets the specification for the performed service and is returned to use.